Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 4.0.2, operating system: bp4a.251205.006.s936usqsacze1, hardware: sm-s936u, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels rose to 478 mg/dl while wearing the pod on the abdomen for longer than 48 hours. The patient reported that on saturday her blood glucose levels remained elevated despite administering multiple bolus doses through the pump. Patient went to sleep that night and awoke on sunday with continued hyperglycemia. The patient further reported that the pod appeared to be delivering only minimal insulin doses (1.0 unit) despite blood glucose readings exceeding 400 mg/dl.on (B)(6) 2026, the patient called 911 and was transported to the hospital via ambulance. Reported symptoms included regurgitation, three episodes of vomiting, and weakness. The patient was diagnosed with hyperglycemia. Treatment included intravenous fluids and a CT scan due to the development of additional pain. The patient stated that she was unable to inspect the cannula because the nurse removed and discarded the pod immediately. At the time of reporting, the patient remained hospitalized and anticipated discharge once her blood glucose levels normalized.